Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a staple line in the tissue and what appears to be a protruding staple leg could be observed. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after surgeon fired powered echelon circular stapler, she did a scope in the inner colon to check on staple line. She found a staple leg perk out from the staple line. There were no patient consequences or change in the post-operative care.

Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a staple line in the tissue and what appears to be a protruding staple leg could be observed. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after surgeon fired powered echelon circular stapler, she did a scope in the inner colon to check on staple line. She found a staple leg perk out from the staple line. There were no patient consequences or change in the post-operative care.

Manufacturer narrative:
(B)(4). Date sent: 03/25/2022. D4: batch # u5a28n. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. Only anvil half washer was returned, when the battery was installed, the green checkmark was illuminated and there were no staples present indicating that the device achieved a full firing stroke. The device was able to be reset and reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.